Event description:
The monojet 1/2 ml insulin safety syringe 29gx1/2 inch was found to have some type of hard residual (glue or burs in the needle shaft). Nurse did not use syringe. Packaging with lot number saved. Staff spot checking same lot syringes to see if others present. Alert sent to staff.